Event description:
A past low blood glucose event was reported by the customer, with a lowest recorded level of 2.9 mmol/l. The customer consumed gatorade and lollies as a corrective action which successfully resolved the blood glucose, and it was recommended by technical support to consult a healthcare professional for further discussion on blood glucose management.